Event description:
Philips received a complaint by the customer on the v60 indicating that the device is alarming, but the event log cannot be accessed due to the accept button not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had the customer remove the rubber cover and contact the switch directly - no help. Advised to replace the switch circuit board assembly (pcba) after verifying the connection between it and the ui pcba is secure. Provided parts ID: pcba, switch, v60. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.